Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Results for 4 samples (donor organs; cadaveric samples) that were tested individually with the cobas ampliscreen hbv test us-ivd initially tested (B)(6) for hbv dna; however, during repeat testing, the 4 samples tested (B)(6) for hbv dna. Based on the (B)(6) test results, and eia results, the organs are designated as hbv (B)(6) and released for transplant. The customer does not have any information regarding the organ donation or the organ recipient's health (if transplanted).

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review has been started.

Event description:
Reportedly the device was explanted at implant and replaced by the same model device for unknown reasons. No further details were provided. The device was discarded and will not be returned. This information was received on the device implantation data card completed by the hospital or staff and returned to the implant patient registry. No additional information is available.

Manufacturer narrative:
Device not returned to manufacturer.